Event description:
On 3/17/99, baxter clinical educational services notified baxter fenwal's customer quality assurance (cqa) dept of a potential donor reaction. A follow-up call was placed by cqa on 3/17/99, to gather event details. During that conversation, the customer stated that a 46 y/o repeat male donor became pale, lightheaded, and almost lost conciousness while he was exiting the donor chair, after the procedure completed. Per the customer, the donor appeared to be hypovolemic. The donor was given juice and was allowed to rest prior to leaving the center. The donor left the center in good condition. Procedural info: start time: 5:35 p.m.; end time 7:27 p.m., "wb" processed: 6918 ml; "acd" used: 750 ml, product collected: 519 ml, "wb:acd: ratio 10:1. Procedure was uneventful, and the donor had normal blood pressure during the procedure. The donor was donating a double platelet product.